Event description:
It was reported that during an unspecified procedure, a balloon rupture occurred. A 7.0mmx60mmx135cm (4f) sterling was used to post dilate the target lesion. The balloon was first inflated at 10 atmospheres. Upon the second inflation the balloon ruptured at 14 atmospheres. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).